Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a140901. Device problem code: a0401. Patient problem code: f26.

Event description:
It was reported by the customer that pleurx catheter has been occluded by a clots verbatim: pleurx catheter has been occluded by a clots¿ the pleurx catheter has been occluded by a clots. There have been several clot occlusions. I now know how to deal with them: close the pleurx catheter with the emergency clamp close to my body. Roll the pleurx silicon rubber catheter around the body of a sharpie pen to force the liquid toward the drainage bottle end, thus pushing the clot into the bottle drainage line. I didn't do this procedure with the first clot but did clear the clot with manual squeezing of the pleurx catheter. I tried this procedure on the second clot, and it lodged in the pleurx catheter valve. I pulled on it, but it broke off. I closed the pleurx catheter with the emergency clamp and called my pulmonologist (dr. Belkin), who scheduled a catheter valve replacement appointment at cottage hospital. A 5-picture sequence of a later clot is in the attached pdf file. I was able to clear this clot into the vacuum bottle drainage line. I cut that line so I could extract the clot for photographs (in the 5-picture pdf). There have been three clot blockage occurrences. The third I cleared with the emergency clamp and rolling the catheter around a sharpie pen body. (B)(6) (the interventional radiologist at cottage hospital) did the pleurx catheter end replacement. After replacement, he put tpa and dornase solutions through the catheter into my pleural space, waited four hours, then drained the fluid, which was quite red in color. Normally, the fluid looks like beer. I took a picture of the extracted red fluid in their vacuum bottle. The bottle graduations are not visible; looking at the photograph, it appears about 750 ml were extracted. Since this procedure, there have been no more clot blockages, although, some small clots can occasionally be seen to traverse the drainage line into the vacuum bottle.

Event description:
It was reported by the customer that pleurx catheter has been occluded by a clots verbatim: pleurx catheter has been occluded by a clots.¿ the pleurx catheter has been occluded by a clots. There have been several clot occlusions. I now know how to deal with them: close the pleurx catheter with the emergency clamp close to my body. Roll the pleurx silicon rubber catheter around the body of a sharpie pen to force the liquid toward the drainage bottle end, thus pushing the clot into the bottle drainage line. I didn't do this procedure with the first clot but did clear the clot with manual squeezing of the pleurx catheter. I tried this procedure on the second clot, and it lodged in the pleurx catheter valve. I pulled on it, but it broke off. I closed the pleurx catheter with the emergency clamp and called my pulmonologist (dr. (B)(6), who scheduled a catheter valve replacement appointment at (B)(6) hospital. A 5-picture sequence of a later clot is in the attached pdf file. I was able to clear this clot into the vacuum bottle drainage line. I cut that line so I could extract the clot for photographs (in the 5-picture pdf). There have been three clot blockage occurrences. The third I cleared with the emergency clamp and rolling the catheter around a sharpie pen body. Dr. (B)(6) (the interventional radiologist at (B)(6) did the pleurx catheter end replacement. After replacement, he put tpa and dornase solutions through the catheter into my pleural space, waited four hours, then drained the fluid, which was quite red in color. Normally, the fluid looks like beer. I took a picture of the extracted red fluid in their vacuum bottle. The bottle graduations are not visible; looking at the photograph, it appears about 750 ml were extracted. Since this procedure, there have been no more clot blockages, although, some small clots can occasionally be seen to traverse the drainage line into the vacuum bottle.

Manufacturer narrative:
Pr 7241222 follow-up emdr for device evaluation: five photos samples were received by our quality team for investigation. Upon visual inspection, it was observed that the clot stuck in the valve. There were no device related issues observed. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause cannot be confirmed as either supplier or manufacturing related. There are no confirmable manufacturing or supplier related failures observed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.